Event description:
It was reported that the device used was during a bowel resection procedure. It was reported by the rep that the event occurred during the fourth firing of the instrument. The assistant surgeon was unable to advance the firing knob, the surgeon then tried and was unable to advance it also. A subsequent stapler was opened and fired without consequence. No cartridge recovered. There was no consequence to the pt.